Event description:
It was reported that the system was relocated and fell over during the move. The system smoked during startup and needs repair. No pt injury reported.

Manufacturer narrative:
(B)(4) inspection and analysis of the unit was completed. Field service engineer visited site. He found that the unit had been dropped during the move. He reported of a burning smell as a result of card cage impact with cabinet. Unit did not boot and field repair of card cage was not capable. If unit is sent in house no warranty or safe check-out will be offered due to liability. Unit is beyond reasonable repair due to fall. Unit was dropped during move. Unit is beyond reasonable repair due to fall. There is no pt involvement.